Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that after replacing the film and diaphragm, the instrument was posting a bad cuvette error. Ccc instructed the customer to replace the heat torch, and the customer discovered that it was smoking. Ccc instructed the customer to install a new heat torch, replace the diaphragm, and cycle the cuvettes. The cause of smoke being emitted was due to a broken heat torch. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The operator was replacing the heat torch on a dimension exl with lm instrument. The operator noticed smoke was emitted from the heat torch. The operator removed the heat torch from the cuvette formation assembly and the tip of the torch broke off. There were no reports of adverse health consequences due to the smoke emitted from the heat torch.